Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) specialist. The customer stated that their level 3 quality control (qc) for vancomycin (vanc) was out of range after they obtained the first low results. The customer calibrated vanc and then qc was back in range. Ccc reviewed the instrument data, which did not indicate an issue. The ccc remotely ordered server 1 service methods, which indicated an alignment bias failure for reagent arm 1 (r1) and reagent arm 2 (r2). The ccc instructed the customer to inspect r1 and r2 as the probes lowered into drain. The customer stated that the probes deviated to the edge of drain and the customer noted a slight bend to the probes. The ccc instructed the customer to replace reagent r1 and r2 probes and then auto-aligned r1 and r2 which passed. The customer primed all pumps and cleaner. The customer ran check 1 on r1 which passed but he then ran check 1 on r2 and it failed the probe leak test. The ccc instructed the customer to inspect the probe and connect the tubing, resulting satisfactory. The ccc instructed the customer to reseat the tubing and then repeated check 1 on r2 which failed the probe leak test. The ccc dispatched service. A siemens customer service engineer (cse) was at the customer's site on 09/28/2016. The cse stated that the bottom of cuvette test failed on (B)(6) 2016. The cse ran alignment; adjusted tests on r1 and r2 and both passed. The cse then ran quick check and qc, resulting within specifications. The cause of the discordant, falsely low vancomycin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low vancomycin results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the pharmacist(s) who questioned them . The samples were retested on an alternate instrument, resulting higher and matching the patients histories. The corrected reports were reported to the pharmacist. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin results.